Manufacturer narrative:
(B)(4). Approximate age of device from the product ship date is approximately 1 month. The reported event of no external power alarms was confirmed. The mobile power unit was not returned for analysis; however, a log file was submitted. The submitted log file contained approximately 2 days and 11 hours of data from (B)(6) 2017, per the timestamp. A no external power alarm associated with a loss of ac power while the system controller was connected to a mobile power unit was recorded on (B)(6) 2017. No other atypical alarms were recorded in the remaining events and the system controller operated the pump at the set speed throughout the log file. During each of these events, the backup battery was activated and continued to support the system. No interruptions in pump function were recorded. The alarms resolved when the power cables were reconnected to a power source. The system operated as intended. Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. A review of the device history records revealed the device met applicable specifications. The patient remains ongoing on device support and the back up battery supported the system as designed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. During investigation of the log file, a no external power alarm was confirmed.